Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholectomy procedure, during clipping, 3 clips worked fine, then the device stopped loading clips. Another device was used to complete the case. No patient injury.